Manufacturer narrative:
Cuff had a wear leak. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual.

Event description:
A (B)(6) old female patient with obstetric trauma was implanted with an acticon device on (B)(6) 2004. On (B)(6) 09, the cuff was removed and replaced due to fluid loss. Additional information received on 5/20/09, also, indicates recurring incontinence. No further information provided.